Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No unexpected fading screen anomaly or display anomaly noted. The pump had a cracked case at the display window corner, reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working. Customer stated that the screen came up and then would fade away. Customer stated that he woke up and noticed that he was not getting any insulin. Customer is currently treating for high blood glucose readings of 500 mg/dl however declined any troubleshooting. Product is being returned for analysis.